Event description:
The customer reported to vyaire medical that the bellavista1000 us is alarming 318 inspiration valve failsafe failed or occlusion in inspiration prior patient use. Furthermore, there was no patient associated with the reported event

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the reported problem. The uut was power cycled several times and passed the stadc's/sensors were found to be within parameter. The uut was found to be functional without faults. The events log was reviewed and it was found that alarm 318 was only triggered during the start-up test self test. It's possible that failure occurred during the startup self-test due to a pinched exhalation tube. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h6,h10. Result of investigation: vyaire medical was unable to determine the issue as issue is no longer reproducible. Most likely occluded circuit system during start-up self-test. It was also discovered that the exhalation valve was replaced proactively.